Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he was experiencing dysphotopsia and starbursts. The consumer has worn glasses for the past five months and this has not helped. The consumer has sought opinions from two different surgeons. The second surgeon suggested that macular disease could be contributing. The third surgeon described a patch of fine surface scratches and cracks in the implant. The consumer was unwilling to release the names of the surgeons for follow up.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The consumer was unwilling to release the names of the surgeons for follow up. (B) (4). (B) (4)